Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right ventricular (rv) defibrillation lead had exhibited a gradual rise up to a high out-of-range shock impedance measurement of 179 ohms. A vector breakdown revealed the following measurements: coil to coil > 200 ohms, coil to pulse generator (pg) 199 ohms, triad 179 ohms, and right atrial coil to pg 112 ohms. Max energy shocks were performed three times, and the patient went into atrial fibrillation (af). The first two shocks resulted in high out-of-range shock impedance measurements >125 ohms, and the third shock was 115 ohms. Rv thresholds were great, and no noise was observed. It was noted that the patient was hospitalized for non-cardiac reasons. This rv lead remains in service, however lead replacement was recommended. No additional adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) defibrillation lead had exhibited a gradual rise up to a high out-of-range shock impedance measurement of 179 ohms. A vector breakdown revealed the following measurements: coil to coil > 200 ohms, coil to pulse generator (pg) 199 ohms, triad 179 ohms, and right atrial coil to pg 112 ohms. Max energy shocks were performed three times, and the patient went into atrial fibrillation (af). The first two shocks resulted in high out-of-range shock impedance measurements >125 ohms, and the third shock was 115 ohms. Rv thresholds were great, and no noise was observed. It was noted that the patient was hospitalized for non-cardiac reasons. This rv lead remains in service, however lead replacement was recommended. No additional adverse patient effects were reported. Additional information received reported that this right ventricular (rv) defibrillation lead was explanted and replaced during implantable cardioverter defibrillator (ICD) system revision for therapy upgrade/downgrade. No additional adverse patient effects were reported. This lead will not be returned for analysis as it was retained by the explanting hospital.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.